Event description:
During procedure endowrist prograsp instrument broke while engaged and holding on to the fibroid attached to the patient's uterus. While under laparoscopic observation, it was noted that one piece of the instrument had broken off. The piece was recovered laparoscopically and removed. While removing the instrument from the patient's abdominal cavity additional pieces of the instrument broke off. The procedure was converted to an open procedure. The abdomen was irrigated and explored by direct vision and feel. The procedure carried on without further incident.